Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility registered nurse (rn) reported to fresenius that the transducer on the combiset bloodlines is smaller than the old one and does not seal well to the machine. This issue results in large amounts of air being pulled into the bloodlines. Additional information was requested, however a response was not received.